Manufacturer narrative:
This initial and final emdr is being submitted to FDA for outside us like products reporting. The device was returned to the manufacturer, and the product investigation was conducted, with the results listed below: the tip of leading haptic was broken. The trailing haptic was peeled off and found near the slider. Trace of lubricant was found in the tip. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: py-60ad). Dye test and release test results: dye test and release test results showed the tip was properly coated. Exact root cause is not determined. From our investigation, we assume this issue is not product related. Risk analysis conducted on the product line and failure codes is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is requires ad part of the product evaluation.

Event description:
Trailing haptic of iol was detached from the optic during use. Doctor suspects the haptic was detached in manufacturing process.(initial failure) capsule of the patient was ruptured by the leading haptic during iol explantation. The prognosis is not good. He finished the surgery with back up lens. Patient impact: intra-operative explantation; capsular bag rupture.